Manufacturer narrative:
Submit date: 03/05/2009. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter fell out of the pt. When dialysis staff went to dialyze, they could not find the catheter; when they were undressing him for the procedure to replace the catheter, the old catheter was found in his shirt sleeve. This was a lij 28 cm catheter, which was replaced.